Manufacturer narrative:
A4 is unknown. Investigation summary: cp pump (B)(6), 0.018" guidewire, and purge cassette were returned for investigation. Unable to deliver or advance / device interaction or damage by another device: the pump was received with the guidewire still inside. Upon inspection, several kinks were noted on the guidewire: the first kink was observed where the solid portion of the guidewire begins after the fluffy tip, and additional kinks were found along the cannula length near the outlet. No kink was reported at the fluffy tip itself. The guidewire was removed from the pump, and no damage was observed on the pump. Clinical details indicate that the impella cp could not be advanced through the aortic valve, possibly due to device interaction with the guidewire. The cause of the delivery issue and device interaction was related to guidewire kinking; however, the cause could not be determined without sufficient clinical details. Clinical symptoms (hypotension): the cause of the injury was not determined due to insufficient clinical details. Device history review the pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was being implanted with an impella cp after becoming hemodynamically unstable during a planned percutaneous coronary intervention. The physician was unable to implant the impella through the aortic valve. The physician believed the pump was becoming stuck against the guiding catheter. Because the patient became hypotensive, the physician decided to explant the pump and stabilize the patient. After stabilizing the patient, a new pump was successfully implanted. The physician reported that there was no patient harm due to the complication. Additional information regarding the second impella device and the final patient outcome was not available in the complaint record accessible for MDR assessment at time of reporting.